Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was intermittently inaccuracies with multiple sensors between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 202 mg/dl, and the meter bg reading was 340 mg/dl. No additional patient or event information was available. A root cause could not be determined. Contact declined to provide any additional information regarding the reported issue.